Event description:
Medtronic (covidien) received information that during a flow diversion treatment of an aneurysm, the physician reported that a pipeline embolization device would not release from the capture coil. The physician made repeated attempts to torque the wire without success. The decision was made to remove the device. While pulling back the device, it released from the capture coil. To aid in removal, the pipeline was removed by trapping the braid between capture coil and catheter. There was no report of patient injury as a result of this procedure.

Manufacturer narrative:
The pipeline device involved in this event was discarded at the customer site. The lot history record of the device lot number showed no discrepancies that may have contributed to the reported event. (B)(4).